Event description:
Reporter indicated that the patient was experiencing an increase in seizures. The patient is scheduled to have the device replaced. All attempts for more information were unsuccessful, thus the relationship between the increase in seizures and vns therapy is currently unknown.